Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent gynecological procedure on an unknown date. Following the procedure, the mesh distorted over a number of years, and caused damage to pudendal nerve system, affecting the whole internal pelvic area, lower buttocks and upper thighs. The patient underwent surgical procedure for removal of the device. No additional information was available.